Event description:
Reporter reported to laerdal in 2008 that while using this laerdal suction unit (lsu) blood began shooting out of the back of the unit all over the ambulance. He reported the unit's tubing was hooked up correctly and that the canister had filled to about 2 inches of fluid. The unit continued to suction until they switched to another suction unit. Patient care was not affected.

Manufacturer narrative:
The laerdal suction unit (lsu) in question was returned to laerdal medical without canister and patient tubing; vacuum tubing was in place. Testing found the unit would not power on. Internal inspection found internal connections were properly in place with fluid residue visible and liquid blood present in the pump motor crank housing and in the mmi board hose that leads to one of the pressure sensors. No further evaluation of the actual lsu was performed and the unit was disposed of properly as biohazard material. Evaluation of the functional design of the lsu finds that the canister's shut off valve/float will halt the suction of liquid when the canister is upright and nearly full. However, if the lsu tips over on its side, liquid inside the canister could bypass the shut-off valve/float, be drawn into the motor and circuit board area and be expelled out the exhaust port on the back of the unit. Once the lsu is returned to an upright position the lsu will again suction air from the canister and the liquids that had entered the motor will eventually exit the exhaust port. The lsu dfu warns that if overflow of liquid into the pump is suspected, the lsu must be returned for service. This is considered an unusual occurrence for which no trend exists and no corrective actions are required. This report is filed due to the possible biohazard of blood contact to users at the scene.